Event description:
Medtronic received a report that the patient was undergoing treatment for an acute ischemic stroke (ais) located at m1 distal. It was noted that the patient's vessel tortuosity was severe and the vessel was tortuous. The parent m1 vessel was with 2.6mm diameter. The patient¿s baseline modified rankin scale (mrs) score was 3, which remained unchanged during the procedure. The baseline nihss score was 14, improving to 3 post-procedure. The baseline tici score was 1, and post-procedure it was 2b. Intravenous tissue plasminogen activator (IV tpa) was contraindicated for this patient. No passes were made with the device during the procedure.  Stroke onset to reperfusion time was 7 hours.    It was reported that as per operator that during the delivery procedure, the solitaire sfr4 stent got stuck in middle section of the phenom catheter and it was not navigating. They tried to push but nothing happened. While pulling back, the stent which was stuck in catheter detached and only delivery wire came out. Hence, the catheter was removed, and competition products were used to finish the case. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a traxcess guidewire, phenom  microcatheter, cat5 guide catheter, neuron max sheath.

Manufacturer narrative:
Continuation of d10: product ID: sfr4-6-40-10 ((B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the resistance during delivery and retrieval was not determined. After removal, the stent wire was observed to be kinked, and the catheter was reported to be stretched as per the doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.